Manufacturer narrative:
(B)(4). Date of event: event date unk. Batch # t5c70z. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with an ecr45b partially fired 1/10 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. However, when the device was tested only the right side of the staple line was complete and the left side was partially fire 1/3. Upon evaluation of the reload, the one piece sled and some drivers were noted to be damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Yes. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? No. Or, did the device staple, but not cut the tissue? No. Did the device deliver any staples? No. If no, please explain. The device did not closed completely. Did the device cut? No. What is the current patient status? No patient consequences. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No patient consequences.

Event description:
It was reported that the device has been used with a vascular cartridge then a green cartridge. The device did not work with the green cartridge. Use of another device.